Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, high, out of range, high voltage lead impedance was observed on the rv lead. Patient was asymptomatic. Upon testing in the clinic normal high voltage lead impedance measurements were observed. Lead will continue to be monitored and patient will resume normal follow ups. No further information available.